Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the existing device was removed and a new ipp was implanted. Upon explant air was observed in the device. Fluid loss was noticed due to a hole in the cylinders. Additionally, the inner coating of the cylinders was unsheathed. Friction was suspected to be the cause for the observed conditions. There were no patient complications related to the event.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of mechanical issues, fluid leak, hole and air in system were confirmed. The identified bulge with broken fabric threads could affect the functionality of the device leading to the reported allegations. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the pump revealed that the kink resistant tubing (krt) was fatigued and worn down to the filament. The pump passed all functional tests performed. Visual and microscopical inspection of the cylinders revealed a large hole in the outer tube of both cylinders result of wear at a fold. Both cylinders had broken fabric threads in the proximal cylinder bodies and bulging when inflated with a syringe. Cylinder 1 had a leak result of sharp instrument damage consistent with explant. The component could not be pressure tested due to the bulges identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the existing device was removed and a new ipp was implanted. Upon explant air was observed in the device. Fluid loss was noticed due to a hole in the cylinders. Additionally, the inner coating of the cylinders was unsheathed. Friction was suspected to be the cause for the observed conditions. There were no patient complications related to the event.